Event description:
It was reported that the patient died. The patient presented in medical emergency. A rescue percutaneous transluminal coronary angioplasty procedure was performed and a 2.75 x 20 mm synergy was deployed successfully. Post-procedure, the condition of the patient continued to worsen and the patient ultimately died.